Event description:
It was reported that a user¿s dexcom g7 sensor was paired to both the ilet and the dexcom app, and the ilet displayed a pairing code that did not match the sensor¿s code, which prevented proper connection and led to ¿dosing stops soon¿ behavior; the user had attempted to pair with an incorrect code and required guidance to edit the pairing code. Symptoms included no adverse clinical effects reported. Outcomes included dosing interruption warning without injury or medical intervention. Investigation included customer interview, device-use troubleshooting, and education on correct sensor pairing and code entry. Investigation of this case revealed user setup error resulting in an incorrect pairing code, with the ilet cgm interface and pairing process functioning as designed once the correct code was entered. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.